Event description:
It was reported that the procedure was to treat a 99% stenosed lesion in the mid left anterior descending artery with mild tortuosity and mild calcification. After pre-dilatation the 3.0 x 2.5 mm xience sba stent delivery system (sds) was advanced. A balance middleweight (bmw) guide wire was advanced to the side branch, but could not cross the distal end of the lesion. An attempt was then made to remove the bmw guide wire, so the tip could be re-shaped; however, the guide wire became stuck with the xience sba sds. Multiple attempts were made to remove the guide wire, but were unsuccessful; therefore, the guide wire and the sds were removed as a unit, without issue. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned device confirmed the reported failure to remove the balance middleweight guide wire from the stent delivery system (sds), as the guide wire was returned frozen in the sds. Based on visual, functional and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.